Event description:
Event description boston scientific received information that this ventricular lead was exhibiting intermittent loss of capture. The loss of capture was reproducable with arm movement. In addition, noise was exhibited on the electrogram and the patient felt dizzy with the movement. Thresholds and impedances were normal. Technical services was contacted and discussed that the loss of capture was probably due to a damaged conductor. The device was included in the insignia failure mode 2 field advisory. The entire pacing system was removed, replaced with a competitor's product, and returned for analysis.